Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer(fse) evaluated the iabp unit. The fse replaced the safety disk to resolve the issue. The unit passed all calibration, functional and safety tests performed, and was returned to service and clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during install the cardiosave intra-aortic balloon pump (iabp) unit failed membrane test during all manifold test. There was no patient involvement reported.